Event description:
On (B)(6) 2012, pt reported the infusion device stopped functioning the previous week. The piston rod would not fully retract during the cartridge change procedure. Her blood glucose elevated to 500 mg/dl, and she believes the infusion device was not delivering insulin correctly. She switched to her backup infusion device using new accessories, and her blood glucose decreased to her normal range of 120-130 mg/dl. The correct type of battery was used in the infusion device. The piston rod did not make abnormal noises and no error messages were received. There was moisture in the cartridge compartment that smelled like insulin. She did have surgery three weeks prior, but does not believe this contributed to hyperglycemia. The cartridge and infusion set were discarded, and the infusion device and adapter were replaced and requested for eval. She did not require treatment from a health care professional or second party to address the issue.